Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including a short, simulated therapy at 25ml/hour with a volume to be infused of 25ml. The flow rate accuracy test ran according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported blood was backflowing from the intravenous line (IV) into the tubing on a novum iq large volume pump. The patient had previously been in and out of atrial fibrillation (afib) with rapid ventricular rate (rvr); though the patient¿s heart rate had stabilized. The patient was receiving an infusion of amiodarone via the patient¿s central line. The pump was "running at the appropriate rate.¿ the nurse reported that ¿the drip chamber wouldn't show drips for a little bit, then have 3 drips in rapid succession.¿ the patient was noted to be back into afib. The pump was swapped out. No further information was available at the time of this report.